Manufacturer narrative:
(B)(4). The patient is reportedly asymptomatic and the surgeon has elected to monitor the patient radiographically instead of revising the construct. The surgeon's election suggests that the construct is stable despite the material failure of the inferior screws. The patient's post-operative activity level is unknown. No parts were explanted or returned for evaluation and no additional investigation is possible at this time. Review of pertinent labeling notes: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury. "If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant."

Event description:
An l5-s1-alif was performed in 2014 (date unknown), during which a 4-screw anterior fixation plate was implanted. In (B)(6) 2014, the surgeon discovered during a follow-up visit that the two inferior sacral screws had fractured mid-shaft. The proximal portions of the bone screws are still locked within the alif plate and the patient is reported asymptomatic.